Event description:
Repair request initiated for an af02 with a report that the attachment's lock/sleeve stuck or sticking. No patient impact reported. Repair request escalated to complaint on evaluation due to a broken dissecting tool being stuck in the attachment. On follow-up, it was noted that the tool broke during a procedure. The broken piece was recovered and discarded. It was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tapered dissecting tool was broken. This tool is not indicated for use with an af02 attachment. On follow-up, it was confirmed that there was no patient impact. Event date is estimated. The user manual contains the following "excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."